Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Years is the average age. Majority of patients were female. Date of event: estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. In this case, there was no reported device malfunction associated with the clip delivery system (cds) devices. The reported patient effects of heart failure and mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects could not be determined. The reported hospitalization was a result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
82 years is the average age. Majority of patients were female. Estimated dates. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device location was not provided. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The death referenced in the attached article is filed under a separate medwatch report number. Article titled: "usefulness of age (=85 years) and residual mitral regurgitation (>1+/4+) for the prediction of adverse outcomes in patients receiving the mitraclip."

Event description:
It was reported through a research article identifying the mitraclip that may be related to a worsening heart failure, mitral regurgitation, and re-hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "usefulness of age (=85 years) and residual mitral regurgitation (>1+/4+) for the prediction of adverse outcomes in patients receiving the mitraclip."